Event description:
Upon removal of catheter the cuff came off the catheter and remained in the catheter tunnel. Cuff was retrieved.

Manufacturer narrative:
According to the incident questionnaire contained in this file, "upon removal of catheter the cuff came off of catheter and remained in catheter tunnel. Cuff was retrieved." Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.